Manufacturer narrative:
Investigation summary: device/batch history record review: although the review of the dhrs review are required for MDR¿s per (B)(4), a review could not be performed as the lot number was not provided. Qn / sap database review: no. Reason: a search of the qn / sap database could not be done; no lot number was provided for this incident. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one used iag 22ga from an unknown lot number. The unit consisted of the retracted needle/safety barrel and needle cover. Visual/microscopic examination returned unit: the needle was retracted, and the white button depressed. The needle was reassembled to the out position. Observed there was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. Photos: first photo displayed a used non-retracted needle inside of a container. The remaining photos show the sample with fully retracted needle: the second photo displayed the sample inside of the container. Third photo displayed the sample out of the container. Fourth photo displayed a close-up of the grip and button with the white button depressed. Functional test (needle retraction) was performed: returned unit: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Investigation conclusion: relationship of device to the reported incident: indeterminate comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter didn¿t retract, after use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter didn¿t retract, after use. There was no report of exposure, injury or medical intervention.